Manufacturer narrative:
The reported condition has been donfirmed; however, the exact cause could not be reliably determined as the entire instrument was not returned for investigation.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.